Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Sc-1110-02 (sn (B)(4)): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined. There was no loss of electric current into the surrounding tissue. The device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg revealed no anomalies. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the leads passed visual tests performed. The source of the complaint could not be determined. The leads were cut during the explant procedure, and only the proximal portions were returned. No anomalies were found. Damage to the devices was a result of a typical explant procedure and was not considered a failure.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.